Event description:
Customer's husband reported meter results of 30 mg/dl, 170 mg/dl, 130 mg/dl, and 140 mg/dl within 10 minutes on the compact system. Customer's husband reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.